Manufacturer narrative:
Complaint confirmed. Complaint device was opened and visual evaluation showed that one of the capacitors was damaged, which most likely caused the smoke. The most likely cause for the damaged capacitor is undetermined. Device functioning test was not performed as the complaint allegation has a potential fire hazard.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the device is defective, the fuse is blowing right away and it smells like smoke inside the device. There was no harm or adverse event for patient, operator or third party reported. No further information received.